Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 429878 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after successfully interrogating the cardiac resynchronization therapy defibrillator (crt-d) with the programmer, the programmer froze and had to be shut down and the crt-d could not be interrogated. Further attempts to wirelessly interrogate the crt-d with different programmers failed. The crt-d remains in use. The status of the programmer is unknown. No patient complications have been reported as a result of this event.